Event description:
It was reported that a nurse received a shock from the power cord. There was no patient involvement.

Manufacturer narrative:
The completed investigation identified the alleged injury as a minor rather than serious injury, the section h codes have been updated to reflect this.

Event description:
It was reported that a nurse received a shock from the power cord. There was no patient involvement.